Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, during the surgical stapling, the surgeon was able to press the green button but could not squeeze the handle therefore, the device could not be fired. They opened another reload to complete the case. There was no patient injury.